Manufacturer narrative:
(B)(4).

Event description:
Size of the graft was 8.5mm we used a 9mm x 35mm biosure screw without tapping. When we inserted the screw on the tibial side the screw started breaking off at the tip of the screw. We opened another 9mm x 35mm and we inserted it very successful.

Manufacturer narrative:
Evaluation of the screw shows the first distal thread has broken off. The second thread is rolled over. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture, all components passed all manufacturing and quality verifications. As reported surgeon did not use a starter or a tap which is required per the devices IFU. No further investigation is warranted at this time. (B)(4).